Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Noted that the patient was on intravenous antibiotics. Additional information obtained from field representative and confirmed that the system was extracted due to infection. No additional adverse patient effects were reported. The ICD was no longer in service.